Manufacturer narrative:
Re-evaluation for reportability concludes that this event is not likely to cause or contribute to death, serious injury, or serious deterioration in health. Therefore, this complaint is non-reportable to the FDA. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Manufacturer narrative:
Other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Implant date and explant date are not applicable since the product was never placed and not removed. UDI number is not applicable. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), before clinical procedure, components could not be separated.